Manufacturer narrative:
The returned device was evaluated and the investigation found no defects or deficiencies that would contribute to a communication error, and no hazard alarm was generated by the pod during its operation. The pod communicated with the master pdm during the investigation. The cause of the reported communication error could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 600 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia and sweating, vomiting and nausea. The patient reports receiving a pod communication error while wearing the pod overnight. Once at the hospital the patients pod was removed. The patient had a heart monitor connected as well as x-rays and a covid-19 test administered. The patient was treated with intravenous fluids as well as insulin. The patient was discharged from the hospital the following day.